Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had unspecified insulin pump error. The blood glucose was 62 mg/dl at the time of the incident. The customer declined troubleshooting for the low blood glucose. The device is not expected to be returned for analysis.